Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, and displacement test. Pump powered up properly after battery installation. No missing segments or partial display noted. The pump was monitored for a day and no missing segments or display anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blurry screen. The customer sent the pictures and screen on the insulin pump looked white and foggy. The customer reported blood glucose of 8.5 mmol/l at the time of incident. The customer had replaced the new battery inside the insulin pump. Troubleshooting was not performed. The insulin pump will be returned.